Event description:
At the beginning of hemodialysis treatment staff noticed a small blood leak at the arterial pt connector. Treatment was stopped and when staff disconnected bloodline from fistula needle, the pt connector locking ring separated from the luer connector. Pt's blood was returned, a new bloodline was set up, and treatment continued with no further difficulties. No pt injury is reported and no med intervention was required. MDR is filed to ebl of 50cc.